Manufacturer narrative:
Disregard the MFR report # 2016493-2025-109222. After further review, it was determined the report is a duplicate of the previously reported event captured under MFR report #2016493-2024-45931, 2016493-2024-45953, 2016493-2024-45954, 2016493-2024-45955, 2016493-2024-45853, 2016493-2024-45857.

Event description:
It was reported that the device had air in line alarms (ail). The hospital biomed did an investigation and found that the part of air in line sensor was not working. There was patient involvement however outcome is unknown.

Event description:
It was reported that the device had air in line alarms (ail). The hospital biomed did an investigation and found that the part of air in line sensor was not working. There was patient involvement however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.